Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as a blank display. Customer's blood glucose level at the time 219 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no blank display or failed battery test noted. All operating currents are within specifications. Off no power alarm functioned properly. The insulin pump passed self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.